Event description:
It was reported by service report that the head end lift stuck high height and lost height limits. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: lift motor coupler.